Event description:
It was reported the patient had perioperative vagal malaise during the first step under local anesthesia. Vagal malaise was present with asystole for 5 to 10 seconds. Vertebral fist punch was done and atropine intravenous direct 0.5 milligrams was given. The event was considered resolved.

Event description:
Additional information reported the event occurred during the lead placement. The stimulator was not implanted until one week after the event.

Manufacturer narrative:
Concomitant medical products: product ID 3898, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)